Manufacturer narrative:
(B)(4). According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead was successfully implanted. Limited options were available for placement due to venous anatomy. When the catheter was cut away, the lead moved back slightly. Thresholds measurements were acceptable. One hour post procedure, the patient with this lead experienced diaphragmatic stimulation. The device was reprogrammed resolving the issue. It was thought the lead may move, but a decision was made to review at the post op follow up. The following morning, threshold measurements had further increased, but was still capturing with no stimulation reported. A decision was made to further follow up and a decision will be made regarding revision or leave the lead implanted due to the lack of venous access. Further follow up was performed. The physician felt this lead may have microdislodged. As the thresholds settled to around 2.5v, a decision was made to leave this lead implanted. No revision procedure was performed. No adverse patient effects were reported.